Event description:
It is reported that the pt is experiencing an allergic reaction.

Manufacturer narrative:
Primary operative notes report good flexion and extension with medial and lateral balance. Review of the primary operative notes does not indicate root cause. Radiographs were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.